Event description:
It was reported that during a stenting treatment procedure a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A kinetix guide wire was advanced to the lesion and a dissection was noticed. The physician kept the wire in the lesion and placed a pt2 guide wire along side of it. The physician then placed several promus stents in the lesion, successfully treating the dissection. No additional patient complications were reported with the patient's current condition listed as "okay".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).